Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that "xdcr fault" occurred while the ventilator was in use on a patient. The exhalation pressure transducer calibration failed at 0 cmh2o. There was no patient harm.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue exhalation pressure transducer (pt801) failed to calibrate.